Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a dilatation procedure in the moderately calcified, right iliac artery, thf fox plus balloon ruptured at 10 atmospheres during the second inflation. The device was removed and another fox plus catheter was used to continue the procedure. There was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B) (4). The device was reported to be discarded. Without device investigation, a root cause could not be determined based on the described event. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.